Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ migration'), embedded device ('left one did seem to be misplaced slightly into the myometrium'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ bleeding: other') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, asthma, morbid obesity, gerd, seasonal allergy and obesity. Current weight (B)(6). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included gastric bypass, gallbladder removal, pelvic pain, menometrorrhagia, abdominal pain, endometriosis, dyschezia and dysuria. Concomitant products included ranitidine from 2009 to 2015 for acid reflux (oesophageal), quetiapine fumarate (seroquel) from 2009 to 2017 for anxiety and depression as well as hydroxyzine hydrochloride, iron since 2016, ondansetron, oxycodone, oxycodone hydrochloride;paracetamol (percocet) since 2016, paracetamol (acetaminophen), sulfamethoxazole;trimethoprim (bactrim) since 2007 and vitamin d nos (vitamin d) since 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ apareunia"). In (B)(6) 2007, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis; yeast/ vaginal. Infection"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux,/ gi conditions"), alopecia ("hair loss") and uterine pain ("uterus pain"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: anxiety; depression,/ psych injury related to essure"), anxiety ("psychological or psychiatric problems condition: anxiety; depression/ psych injury related to essure"), obesity ("obesity") and headache ("headaches"). The patient was treated with metronidazole benzoate;norfloxacin (flagynor) and surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, weight increased, uterine pain, obesity and headache outcome was unknown, the menorrhagia had resolved and the vaginal haemorrhage, migraine, fatigue, gastrooesophageal reflux disease and alopecia was resolving. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, obesity, uterine pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: 3 coils in left and 4 coils on right discrepancy noted in insertion date- (B)(6) 2007, (B)(6) 2016. The palntiff received treatment for anxiety, depression, vaginal infection diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion (as per pfs) bilateral tubal occlusion. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) result -unknown. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dyspareunia, vaginitis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : removal date updated. Insertion date updated. Event added- headache. Verbatim "vaginal infection" clubbed with event "vulvovaginal mycotic infection". Outcome of event ¿menorrhagia¿ updated to ¿recovered ¿. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), embedded device ('left one did seem to be misplaced slightly into the myometrium'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, asthma, morbid obesity, gerd, seasonal allergy and obesity. Current weight (B)(6). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included gastric bypass, gallbladder removal, pelvic pain, menometrorrhagia, abdominal pain, endometriosis, dyschezia and dysuria. Concomitant products included ranitidine from 2009 to 2015 for acid reflux (oesophageal), quetiapine fumarate (seroquel) from 2009 to 2017 for anxiety and depression as well as hydroxyzine hydrochloride, iron since 2016, ondansetron, oxycodone, oxycodone hydrochloride;paracetamol (percocet) since 2016, paracetamol (acetaminophen), sulfamethoxazole;trimethoprim (bactrim) since 2007 and vitamin d nos (vitamin d) since 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2007, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis; yeast,"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis; yeast,"), migraine ("migraines / headaches"), nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux,"), alopecia ("hair loss") and uterine pain ("uterus pain"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: anxiety; depression,"), anxiety ("psychological or psychiatric problems condition: anxiety; depression,") and obesity ("obesity"). The patient was treated with metronidazole benzoate;norfloxacin (flagynor) and surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, menorrhagia, vulvovaginal mycotic infection, vaginal infection, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, weight increased, uterine pain and obesity outcome was unknown and the vaginal haemorrhage, migraine, fatigue, gastrooesophageal reflux disease and alopecia was resolving. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, migraine, nausea, obesity, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: 3 coils in left and 4 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram on (B)(6) 2007: total bilateral occlusion (as per pfs) bilateral tubal occlusion. Pregnancy test urine on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dyspareunia, vaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became valid and incident. Injury nos was updated with new events- menorrhagia, vaginal bleeding, apareunia, anxiety; depression, vaginitis; yeast infection, migraines, migration of essure device location of device: uterus, device embedment, obesity, nausea, dysmenorrhea, pain, fatigue, weight gain, acid reflux, hair loss. Date of removal and events onset date were added. Updated outcome of events vaginal bleeding, fatigue, , acid reflux, hair loss, migraines to recovering/resolving. Reporters, patients dob, medical history, lab data, concomitant condition and drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.